Manufacturer narrative:
Other text : device not returned.

Event description:
It was reported that the pump time and date were incorrect, cause was unknown. Tandem technical support assisted customer in correcting the pump time and date, and customer resumed insulin therapy. Additionally, it was reported that the battery gauge was fluctuating. The customer continued to use the pump for insulin therapy. Customer's blood glucose was 154 mg/dl.